Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was displaying an error 1 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013, at approximately 9pm. The patient reported that approximately 30 minutes prior to testing; he was experiencing symptoms of ¿feeling high blood glucose, described feeling funny in his body and head, warm, agitated and a little sweaty.¿ at approximately 9pm that night, he attempted to check his blood glucose but wasn¿t able to due to a ¿low battery¿ message. He replaced the batteries, retried testing and observed the error 1 message. He called customer service and was advised to get a new meter. The patient manages his diabetes with humalog insulin through pump therapy and due to his symptoms he administered 2 units of insulin at approximately 9:10pm. The patient was able to check his blood glucose approximately 1 hour later at 10:15pm after going to the pharmacy to buy a new meter (unknown name). He obtained a reading of ¿350mg/dl¿ and went back home and self-treated with 4 more units of insulin by 10:30pm. He reported that a little while later his symptoms abated and he was able to go to bed. The patient reported that the day prior to the issue occurring, he had been given a cortisone shot for hip pain by his doctor and was advised to monitor his blood glucose closely due to this and was therefore testing more frequently. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting and replacement products were sent to the patient and subject products are pending return for investigation. Although the patient was already symptomatic prior to the alleged issues occurring, this complaint is being reported due to a delay in testing and therefore treatment was delayed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/03/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/24/2013 and 9/26/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.